Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that ever since the implant, patient has not had successful sleeping time. They have something to drink and have to go right away. They called the healthcare professional (hcp) two days ago they said best to call manufacturer first. Since implant during the day, they have urgency, some leakage, doesn't finish emptying urine all the way and has to go again ten minutes later. Patient doesn't go back to the hcp until july. Checked patient's settings and helped patient increase the stimulation. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Told caller to discuss results at next doctor visit.

Event description:
Additional information was received from the patient. They reported that the therapy worked intermittently since implant and they had been waking up 2-3 times per night. Caller saw hcp 2 weeks ago and it was recommended they call the manufacturer for a program change. Troubleshooting was not done at the time of the call as the patient disconnected. The patient called back and reported the therapy has not really worked well since implant and their doctor recommended they change programs. Reviewed how to do so. Patient will monitor symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back and repeated the same therapy issues previously stated. Patient said that they did make another adjustment a few days after previous call, however when had their follow up appointment patient said that the therapy was off. Patient said that their symptoms have not improved, gets up every 1-2 hours during the night, and they can't leave the house as they can't control when the urine will just come. The patient said they're having more urgency and leakage, sometimes goes every 10 minutes, and can't even walk three blocks and will lose control. Patient said they're very frustrated and emotional as this is affecting their daily activities so much. Patient said that they did have a urinalysis performed and was told that the results were fine. Patient said that they have greatly limited their fluid intake, however whenever has done this in the past they've experienced other issues such as low back pain and headaches. Patient said that last 4 days has experienced headaches and low back pain and thinks it is related to not drinking enough fluids. Patient said that if they drink more fluid, they have to pee after about 5 minutes. Troubleshooting reviewed therapy information and general programming guidance. During call, patient connected and made a slight increase in setting. Patient confirmed feeling comfortable stimulation. Patient will monitor and track symptoms. Patient was redirected to consult with managing hcp regarding fluid intake. Patient commented observing something at the lead site, however the information was not clear and then patient said they weren't sure what they observed, said they thought they could see the electrodes. Patient said they will have to speak with their husband again and observe in order to better explain. Troubleshooting reviewed lead specifications.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.